Event description:
Pt brought into the e.r. By rescue in cardiac arrest. Code 99 initiated upon arrival. Pt intubated. Acls protocol observed/provided. Unsuccessful. Attempted to defibrillate pt times two, unsuccessfully.